Manufacturer narrative:
Additional information: h3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found no visible damage to lens. Claim# (B)(4).

Manufacturer narrative:
B5 - the reporter indicated that a 13.2mm vicmo 13.2 -04.50 diopter implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. Refractive surprise reported. The lens was exchanged for a same length lens/ higher power due to refractive surprise on (B)(6) 2020. This resolved the problem. H3 - device evaluation: lens was returned in micro-centrifuge vial, with moisture on the product. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. Claim # (B)(4).

Manufacturer narrative:
This product is not marketed in the us. No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicmo 13.2, -04.50 diopter, implantable collamer lens was implanted into the patient's right eye (od) on (B)(6) 2020. The lens was removed and exchanged for a same length lens with a -5.5 diopter to resolve the problem. Cause of the event is reported as unknown.